Event description:
It was reported that the customer had normal blood glucose levels of 80 mg/dl. The customer reported multiple incidents of leaks on the reservoir for the insulin pump. The customer reported that the leaks were found behind the second o-ring. The customer also reported that the connection between the reservoir and tubing had some pieces breaking and falling off. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.